Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining that the system gave a therapy error and did not pass the operation control test. It was determined that the faults in the system were due to software errors. The system software was reloaded, and the necessary configurations were made. Technical tests and measurements were made, and the system was delivered in working condition.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿in the checks performed, it was detected that the system did not detect therapy spoons, and it gave functional errors and could not pass the operation control test.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.